Event description:
It was reported that during an acl reconstruction procedure, while inserting the screw in the tibia, it broke. Piece was retrieved from the patient using curette and forceps. Backup device was available to complete the procedure. No significant delay and no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image confirmed that the device had fractured into multiple pieces. A visual inspection revealed that the device was returned fractured into at least four pieces. There was significant debris, as well as some deformation from removal. Various quality checks are in place to ensure that the material of the device meets requirements defined and validated in the design process. No indications from the device show cause that the material was related to the reported failure. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: breakage of the screw or loss of fixation may occur if the insertion site is not prepared properly. Inspect to confirm that the interference screw is fully seated onto the driver prior to insertion. If the interference screw is not properly seated on the driver, damage to or breakage of the screw may result. A clinical evaluation concluded that per e-mail communication, the broken screw was retrieved from the patient. No patient injuries or adverse consequences were reported due to the breakage. Since no patient injuries were reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed. Factors that could have contributed to the reported event include improper preparation of the insertion site, incomplete seating of the screw onto the driver, or off-axis insertion.

Manufacturer narrative:
One 72204409 biosure regenesorb 10 x 30mm screw reported on. Due to unavailability, evaluation was limited. If further information becomes available, the complaint may be revisited. Factors that could affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity include: 1. Getting entangled up with other instruments or devices. 2. Stripping or over-torque. 3. Use of other than recommended prep instrument size or types. 4. Damaged prep instruments. 5. Unexpected bone density or condition. 6. Adherence to the IFU recommendations. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Prep per the IFU recommendation is critical for ease of insertion and successful anchoring. Per instruction for use : ¿use of a driver other than the appropriate biosure driver may result in breakage of the screw. Breakage of the screw or loss of fixation may occur if the insertion site is not prepared properly. Inspect to confirm that the interference screw is fully seated onto the driver prior to insertion. If the interference screw is not properly seated on the driver, damage to or breakage of the screw may result. Failure to fully seat the screw may result in breakage of the screw. The biosure tap is recommended for use with bone-tendon-bone grafts prior to inserting the interference screw. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product no indications from the device show cause that the material was related to the reported failure.